Event description:
It was determined the patient¿s pump was updated after his refill in december. It was also noted an erroneous low reservoir alarm could occur if in the same programming session the reservoir volume was changed twice before it was updated. It was also noted this was a known software anomaly. At the patient¿s refill appointment in (B)(6) it was noted the nurse was able to aspirate 5cc¿s from the pump indicating it was not actually empty when it was alarming. Additional information received in (B)(6) 2013 reported the patient was seen in his healthcare professional¿s office the previous month and he was receiving ¿good therapy.¿

Event description:
The pump alarm was sounding due to zero ml reservoir volume. Pump interrogation revealed that 71 ml had been dispensed; it was thought that the reservoir volume had not been updated at the last refill in december. The patient was asymptomatic. The pump contained lioresal 2,000 mcg/ml, 485.6 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Explanted: product type: programmer, physician product ID: 8709, lot# j11035r57, implanted: (B)(6) 2003, product type: catheter. (B)(4).